Event description:
An Impella CP device was inserted into the right femoral artery in a 74-year-old female patient presenting with an out-of-hospital cardiac arrest requiring cardiopulmonary resuscitation (CPR), in acute myocardial infarction (AMI) and cardiogenic shock (CGS), in SCAI Stage E shock, prior to initiation of support. The Impella was inserted for ventricular support for a high-risk percutaneous coronary intervention (PCI). While the patient was in the intensive care unit (ICU), there was access site bleeding requiring six units of packed red blood cells (PRBCs), 3 units of platelets, and Albumin. The patient needed to be paralyzed due to lower extremity movement leading to the bleeding. It was noted that the peel-away sheath was left in place with an antegrade sheath. The nurse noted a lack of distal pulses to the extremity, which also appeared to be mottled/pale, and cool in temperature. The Automated Impella Controller (AIC) had an ¿Impella in aorta¿ alarm. The physician stated that he followed directions to decrease flows to P-2 and confirm placement. He stated that when he did this, the patient decompensated, requiring additional medications for support. Upon checking placement, the Impella was noted to be in good position. The Impella was successfully weaned the following day, with an escalation of therapy to an Impella 5.5. It was noted that the popliteal and tibial pulses were present on doppler when the Impella CP was removed. The device functioned at P-9 at 3.3L/min with no issues. The reported event involves access site limb ischemia with device removal and bleeding. Bleeding is a known risk due to the Impella's anticoagulation and purge requirements. Limb ischemia and bleeding are listed as potential adverse events, and consistent with known device-related and patient-related factors documented in the Instructions for Use (IFU). Additional information was received that the bleeding came from the right femoral artery (RFA) sheath. In addition, the patient needed to be paralyzed due to a lot of lower extremity movement and subsequent bleeding. The patient experienced hypotension when flows were decreased.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 CFR, Part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by Abiomed Inc, or its employees that the report constitutes an admission that the product, Abiomed Inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.